Manufacturer narrative:
The medical device problem code was updated. The field service engineer found that the external sample probe wash was insufficient. He adjusted the external sample probe wash to the specifications and cleaned the debris from the probe tip. The customer performed qc and it was acceptable. Precision studies were performed and they were within specifications. The service actions (adjusting the external sample probe wash and cleaning the debris from the probe tip) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with calcium (ca) assay on a cobas pro c503 analyzer. Initial result: 6.5 mg/dl. Repeat result: 9.2 mg/dl. The customer repeated the sample. The repeat result was deemed to be correct. An amended report with the correct result was issued.

Manufacturer narrative:
The ca reagent lot number was 744169. The expiration date was not provided. The investigation is ongoing.